Event description:
In feb 2005, while wearing the external equipment, the pt reportedly experienced intermittencies in march 2005, the pt was seen by a company representative for evaluation. Programming adjustments were made which resolved the problem. In 2005, the pt was seen at the center because they had no sound percept. Testing performed confirmed that the device was no longer functioning.